Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be conclusively specified. It was confirmed that the e200 failure occurred due to turret deformation. It is likely the turret unit was deformed due to aging as more than 10 years had passed from the time the device was manufactured. Alternatively, it is possible that the turret was deformed due to damaged that can occur from dropping the case. Olympus will continue to monitor the field performance for this device.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The user report of device displaying error code e200 due to a deformed turret was confirmed. Additionally there was the front panel and lens base was cracked. Three requests for additional information have been emailed to the customer with no reply. If additional information becomes available this report will be supplemented accordingly. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported by the customer, the evis exera iii xenon light source displayed error code e200 and there was cosmetic damage to the unit noted during preparation for a procedure. There was no patient/user injury or harm reported to olympus.